Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The patient was subsequently switched to the backup freedom driver. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The driver was serviced and the connection 1 receptacle was replaced. The driver passed all final performance testing. Although the fault alarm was not duplicated during failure investigation testing and there was no evidence of a device malfunction, the customer-reported fault alarm was confirmed by the eeprom (alarm history) record. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the interior of the driver revealed no abnormalities. Visual inspection of the exterior revealed a broken connection 1 receptacle, which is the connection from the power adaptor to the driver. This was likely the result of an impact shock. The driver could not be completely tested because of the broken connection 1 receptacle; however, the driver met all pressure test acceptance criteria associated with normotensive and hypertensive settings.